Event description:
It was reported by the customer that her reservoirs were leaking. The customer stated that it happened 4 times in the last month, with different sets, and leaked into the insulin pump. The customer also stated that she sometimes pulls the plunger all the way out of the reservoir. Explained to customer that the plunger needs to stay in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.